Manufacturer narrative:
Corrected fields: MDR attachments in report details. Impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. This ra lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. This ra lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.